Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as neither applicable imagery nor the device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the commander delivery system was prepped with 4 cc added to the nominal volume' and 'I believe that there was a pre stent placed.' As such it is possible that the extra volume the inflation balloon in addition to the pre stent, caused the inflation balloon to burst however, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (pre-stent) and/or procedural factors (over-inflation of balloon) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure for a 23mm sapien 3 ultra valve, the balloon ruptured during deployment. The commander delivery system was prepped with 4 cc added to the nominal volume. When the balloon burst, there was approximately 2 cc was left in the atrion. The valve was already fully expanded and the commander delivery system was removed without problem. Upon review on the back table, the split in the balloon was observed to be vertical and about 1 cm in length. There were no patient complications and the procedure finished as normal.